Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was under delivering. They also experienced high blood glucose level of 323 mg/dl. The customer¿s current high blood glucose 223 mg/dl. Customer alleged insulin pump was under delivering. The customer had treated with insulin pump. The drive support cap was normal. The product was not returned for analysis.